Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post av node ablation, despite excellent parameters, awareness of pacing with intermittent phrenic stimulation was observed. The wound had been closed so it was reopened and lead was repositioned to the septum and the lead functioned normally. The patient was in stable condition.